Event description:
Follow up information identified that the ipg was explanted and replaced (with a different model) and the replacement ipg was implanted at a new pocket site.

Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Abbott defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing discomfort at the ipg pocket site. As a result, surgical intervention may be pending to address this issue.